Event description:
It was reported that the patient never had therapeutic effect/pain relief since implant so a catheter dye study was done on the day of report. It was noted that the health care professional (hcp) drew back blood tinged fluid when he thought he was in the catheter access port (cap). The manufacturer¿s representative warned the hcp that the needle may not have been in the cap. The manufacturer¿s representative thought she saw the dye pooling behind the pump so the hcp re-adjusted the needle. The hcp changed drugs in the pump reservoir to hydromorphone and bupivacaine during the dye study. A preservative free normal saline (pfns) reservoir rinse was not done. It was later reported that the dye study did not show an issue with the pump or catheter, so the hcp changed the drug. The results of the dye study were also reported as inconclusive. The cause of the event was unknown. The event was attributed to drug effects, as the patient was not receiving effective pain relief. It was unknown if the event was due to the pump or catheter. At the time of report, the patient recovered without permanent impairment. The pump was used to infuse morphine and bupivacaine.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).